Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was not cooling the patient during therapy. Therefore, the nurse swapped the device with a second arcticsun device. At the time of the call, the target was set to 36.5c, the patient's temperature was 38.1c, the water temperature was 28.9c and the flow rate was reading 2.1lpm with two thigh pads and an universal pad. The nurse reported that the chest pads were removed due to observed skin damage on the patient. The nurse also reported that the patient was shivering previously during therapy on the first device and had been administered precedex. Per troubleshooting, the second device was programmed into manual mode at 4c. The event log revealed an alert 113 as well as alarms 14, 116, and 117. System diagnostics showed that the t1 and t2 were both 29c and the t4 was 4.2c. Therefore, the second arcticsun device was swapped with the first arcticsun device and therapy resumed on the first arcticsun device without any further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ the 2348: "l"; 2682: "nl". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was not cooling the patient during therapy. Therefore, the nurse swapped the device with a second arcticsun device. At the time of the call, the target was set to 36.5c, the patient's temperature was 38.1c, the water temperature was 28.9c and the flow rate was reading 2.1lpm with two thigh pads and an universal pad. The nurse reported that the chest pads were removed due to observed skin damage on the patient. The nurse also reported that the patient was shivering previously during therapy on the first device and had been administered precedex. Per troubleshooting, the second device was programmed into manual mode at 4c. The event log revealed an alert 113 as well as alarms 14, 116, and 117. System diagnostics showed that the t1 and t2 were both 29c and the t4 was 4.2c. Therefore, the second arcticsun device was swapped with the first arcticsun device and therapy resumed on the first arcticsun device without any further issues.